Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened button dome switch. The device also had a scratched display window, cracked battery tube threads, broken belt clip slot and scratched reservoir tube window.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding properly. The customer stated that the buttons had to be pressed multiple times to get a response. Blood glucose value is unknown. The customer removed the battery for 3-4 hours but the keypad issue persisted after changing the battery. The insulin pump was replaced and returned for analysis.